Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('an ultrasound was used transvaginally to locate the essure coil in the cervix, migrated essure coil removal, left essure coil displacement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chlamydial infection, diabetes, asthma, premature delivery and eclampsia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous ("there was a possible gestational sac but no fetal pole") and was found to have a pregnancy with contraceptive device ("pregnancy of unknown location, probable intrauterine pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2020: right ovary was not visualized 1. Ovoid fluid collection measured 0.8 x 0,5 x 0,5 cm is present adjacent the fundal portion of endometrial canal, as can be seen with pregnancy of unknown location or in the setting of early intrauterine pregnancy. Recommend close clinical follow up and consideration of short interval follow-up ultrasound. 2. Redemonstrated linear echogenic structure is positioned within the endometrial canal, again likely representing a migrated essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('an ultrasound was used transvaginally to locate the essure coil in the cervix, migrated essure coil removal, left essure coil displacement') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chlamydial infection, diabetes, asthma, premature delivery and eclampsia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2020: right ovary was not visualized. 1. Ovoid fluid collection measured 0.8 x 0,5 x 0,5 cm is present adjacent the fundal portion of endometrial canal, as can be seen with pregnancy of unknown location or in the setting of early intrauterine pregnancy. Recommend close clinical follow up and consideration of short interval follow-up ultrasound. 2. Redemonstrated linear echogenic structure is positioned within the endometrial canal, again likely representing a migrated essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information were added. Event "pregnancy of unknown location, probable intrauterine pregnancy was updated to ectopic pregnancy". Pregnancy outcome was updated to 'not applicable'. Event "there was a possible gestational sac but no fetal pole" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('an ultrasound was used transvaginally to locate the essure coil in the cervix, migrated essure coil removal, left essure coil displacement') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chlamydial infection, diabetes, asthma, premature delivery and eclampsia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2020: right ovary was not visualized 1. Ovoid fluid collection measured 0.8 x 0,5 x 0,5 cm is present adjacent the fundal portion of endometrial canal, as can be seen with pregnancy of unknown location or in the setting of early intrauterine pregnancy. Recommend close clinical follow up and consideration of short interval follow-up ultrasound. 2. Redemonstrated linear echogenic structure is positioned within the endometrial canal, again likely representing a migrated essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('an ultrasound was used transvaginally to locate the essure coil in the cervix, migrated essure coil removal, left essure coil displacement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chlamydial infection, diabetes, asthma, premature delivery and eclampsia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous ("there was a possible gestational sac but no fetal pole") and was found to have a pregnancy with contraceptive device ("pregnancy of unknown location, probable intrauterine pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2020: right ovary was not visualized ovoid fluid collection measured 0.8 x 0,5 x 0,5 cm is present adjacent the fundal portion of endometrial canal, as can be seen with pregnancy of unknown location or in the setting of early intrauterine pregnancy. Recommend close clinical follow up and consideration of short interval follow-up ultrasound. Redemonstrated linear echogenic structure is positioned within the endometrial canal, again likely representing a migrated essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.